Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (does not communicate with belt) was confirmed. As received, the monitor's electrode belt connector receptacle was broken from the case, preventing the monitor from communicating with an electrode belt. The root cause of the damaged connector was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with an electrode belt.